Manufacturer narrative:
A visual inspection and electrical analysis were performed on the returned device. The reported communication or transmission problem (flashing yellow light) was not confirmed due to the returned condition of the device. During the visual test, it was noted that the device was noted to have been bent and kinked in multiple areas. Additionally, the printed circuit board (pcb) was noted to be damaged with traces of a burn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a root cause for the reported blinking yellow light. It may be possible that the pressure wire was inadvertently damaged during the procedure causing the noted bends/kinks contributing to the flashing yellow light. Additionally, a yellow blinking light indicates an error. Possible causes for a yellow blinking light include, but are not limited, low battery level or other internal error. In this case, it may be possible that the yellow light was triggered by the kinks found on the device which may have led to open/shorts in the micro cables within the pressure wire. However, this was not confirmed. Further investigation was performed to find the root cause of the noted thermal decomposition of the pcb and the inside of the transmitter housing. The investigation concluded that the internal battery does not have sufficient energy to cause the damage noted to the pcb and the inside of the transmitter housing. It is likely that the energy that caused the damage was from an external source. Furthermore, it is possible that the external energy traveled laterally on the pressure wire resulting in the noted damages found on the pcb and transmitter housing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G1: manufacturing site name and address added. G2: report source - distributor added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. The pressurewire x wireless device was calibrated but was unable to be equalized. Several attempts were made to reconnect, but the pressurewire x could not connect. The pal lighting color pattern at the time of the failure was blinking yellow. A second pressurewire x was then used to continue and complete the procedure. Returned device analysis noted that the returned device was noted to have traces of burn on the printed circuit board (pcb). There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.